Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately six years and three months post deployment, computed tomography of abdomen and pelvis showed that there was a caval filter present with flow in the renal veins into unremarkable cava above the filter and no flow below the filter. Therefore, lower caval thrombotic occlusion into the iliac below the caval filter with good flow above a caval filter. The next day, the radiologic studies mentioned that a computed tomographic venous phase of abdomen and pelvis showed extensive thrombus within the bilateral iliac veins extended up to the inferior vena cava which was occluded. Also, this thrombus had extended above the previously placed infra renal filter, with reconstitution of inferior vena cava as well as the renal. At this point, it was believed that the risk of thrombolysis was higher than the benefit given the fact that the clot has been present for two weeks, the patient has a high risk for pulmonary embolism given the location of the thrombus. Around one month later, a computed tomography angiogram of abdomen and pelvis was performed showed that there was an indwelling vena cava filter and prongs have passed through the wall of the vena cava. Also, the vena cava inferior to the filter was of small caliber and it thrombosed would be chronically so. Around one month later, a computed tomography angiogram of abdomen and pelvis showed the inferior vena cava appeared collapsed around the filter and immediately below the inferior vena cava filter, the inferior vena cava was newly much smaller in caliber than previously. Around four years and ten months later, a computed tomography of abdomen and pelvis showed that the inferior vena cava has a filter and the caliber above the level of the inferior vena cava filter was normal. Below the inferior vena cava filter, the cava was very small in caliber. Also, the inferior vena cava filter has a very slight tilt towards the left. The study also showed that multiple struts have exited the small inferior vena cava and one left-sided strut extended posterior to the aorta contacted the posterior wall of the abdominal aorta. The study also showed that a total of five prongs have perforated the inferior vena cava and the maximum distance of prongs perforated was 9mm. Also, the coronal images showed 5-degree tilt right to left and the sagittal images showed 0-degree tilt posterior anterior. Around six months later, a computed tomography of lumbar was performed. The study showed an inferior vena cava filter was in place and penetration of several of the struts outside the inferior vena cava into the adjacent fat were noted. Therefore the investigation is confirmed for perforation of the inferior vena cava. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.